Event description:
In situ measurements showed affected channels and hearing performance with the device has reportedly changed. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information has been received on possible further steps despite requested. This is a final report.

Event description:
In situ measurements showed affected channels and hearing performance with the device is reportedly changed. An incident of accident or trauma is unknown. There was no redness or swelling around the implant site. There have been no changes in health or medication. Further technical checks and medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels and hearing performance with the device is reportedly changed.